Event description:
It was reported that the insulin pump alarmed for button error and the alarm could not be cleared. Blood glucose reading was 252 mg/dl. No significant events were noted leading up to the alarm. Advised to discontinue use of the insulin pump and revert to backup plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).